Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the opening is off center in 10 wafers. No harm was reported and no photo was provided.

Manufacturer narrative:
A review of the last three product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from october 01, 2016 to october 31, 2018 was reviewed as it relates to reports for product number 413184. A total of nine (9) complaints, including this one, were reported. A photo was received and was not reviewed. Product manufacturing was transferred to (B)(4) in march of 2017 as a result of the closure of the greensboro manufacturing facility. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
Photos were provided by the complainant depicting the reported complaint issue.